Event description:
It was reported by the physician that the user passed away on (B)(6) 2025, as the result of diabetic ketoacidosis (dka). According to the physician, the incident was entirely related to user error and the patient¿s death was not caused by either the user¿s pump or continuous glucose monitor (cgm) sensor. No additional information could be confirmed at the time of this report, as pump data is not available for review. A supplemental report will be submitted if additional information is received.